Event description:
It was reported that the customer was hospitalized due to high blood glucose on (B)(6) 2022. The blood glucose value was 50 mmol/l. Another blood glucose value was 8 mmol/l. The auto mode feature was inactive at the time of high blood glucose event. The customer was treated with insulin intravenous drip. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. The customer did experience symptom such as sick or unwell due to high blood glucose level. The customer will continue use of the device.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.